Manufacturer narrative:
As of 03/11/2020 returned product and retained samples of the same lot of the reported device were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on (B)(6) 2020 consumer reported the bandages caused her skin rash. She stated sought medical treatment.